Event description:
The customer called to report an alarm and a high blood glucose reading of 298 mg/dl. Troubleshooting was performed, and the insulin pump alarmed during the prime test. The insulin pump did not pass the lead screw test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the lead screw test due to a stuck motor armature.